Manufacturer narrative:
It takes the patient much longer than 15 seconds from a puncture to dose the test strip. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 ¿ 3.4 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged results were not observed in the meter¿s patient result memory. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was lay user/patient. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 7 am, the meter result was 6.5 inr. At 8:20 am, the laboratory result was 3.9 inr. This result was believed to be correct. At 11 am, the meter result was 4.4 inr. The therapeutic range was 2.0-3.0 inr and the patient tests weekly.